Event description:
The hospital reported that they felt the output of their vaporizer was higher than expected. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.